Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was communicating but had incorrect system date and time. The field service engineer (fse) verified time zone settings and manually corrected the date and time to current values, restoring accurate system operation. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.